Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic") and device expulsion ("expulsion of device/ device moved out of fallopian tube an was inside my abdomen/ right essure in omentum") in a 28-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, flank pain, right lower quadrant pain, cramp in lower abdomen, headache, genital bleeding, dyspareunia, perineal pain, discharge, rectal bleeding and rectal haemorrhage. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("other injury(ies) or complications: endometriosis an cyst found on cervix"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device expulsion, abdominal pain, menorrhagia, vaginal haemorrhage and endometriosis outcome was unknown. The reporter considered abdominal pain, device expulsion, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: right essure device anteriorly in the right peritoneal region at the l4-5vertebral body level, unchanged. Stable left essure device. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain". Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs-"abdominal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), expulsion of device/ device moved out of fallopian tube an was inside my abdomen/ right essure in omentum, endometriosis an cyst found on cervix". Reporter information, medical history, aka name, weight, height, age, lab data, events onset date was added. Essure insertion date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and device dislocation ('expulsion of device/ device moved out of fallopian tube an was inside my abdomen/ right essure in omentum') in a 28-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, flank pain, right lower quadrant pain, cramp in lower abdomen, headache, genital bleeding, dyspareunia, perineal pain, discharge, rectal bleeding and rectal haemorrhage. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("other injury(ies) or complications: endometriosis an cyst found on cervix"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, menorrhagia, vaginal haemorrhage and endometriosis outcome was unknown. The reporter considered abdominal pain, device dislocation, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: right essure device anteriorly in the right peritoneal region at the l4-5vertebral body level, unchanged. Stable left essure device. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.